Event description:
It was reported that during implant attempt, the lead was repositioned multiple times to achieve acceptable electrical measurements. The helix function was in question and was not "normal". The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Manufacturer narrative:
Asku

Event description:
Asku